Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was activated in the morning before breakfast, they administered a bolus after breakfast and noted that the patient¿s blood glucose (bg) level should be approximately 160 mg/dl. It was stated that their omnipod showed an upward arrow on the display after administering the morning bolus around 11:30 am. They were concerned because they felt their bg was dropping rather than rising. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod had been worn for between 4 and 24 hours.